Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), additionally adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2019, the computed tomography imaging showed a suspected proximal type I endoleak and/or suspected distal type I endoleak. On (B)(6) 2019, a preoperative imaging revealed the type I endoleak and the beak at distal end of the endoprosthesis. A new conformable gore® tag® thoracic endoprosthesis was implanted as covered to proximal end and distal end of the endoprosthesis. The endoleak was resolved. The patient tolerated the procedure.